Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with surgery (in (B)(6) 2013, underwent a bilateral salpingectomies and/or hysterectomy remove the essure device). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion fallopian tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/perforation (uterus)"), genital haemorrhage ("abnormal bleeding (general)") and urinary incontinence ("urinary leakage") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included norethisterone (norethindrone) from 2011 to 2012 and sertraline (zoloft) since 2000. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary incontinence (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain/abdominal area pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnornal symptoms/abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/excessive vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral,), surgery (ablation) and surgery (bladder with hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, genital haemorrhage, back pain, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea and weight increased outcome was unknown and the urinary incontinence, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and dyspareunia had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure removal date discrepancy found: (B)(6) 2013 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: added FDA codes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.